Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had ineffective stimulation and was not receiving sufficient coverage. Lead revision occurred on (B)(6) 2019 and a new lead was implanted to improve coverage. Both leads remain implanted. There were no complications during the procedure. Therapy was restored post procedure. Patient was stable.